Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the cgm did not show any readings, no alerts or messages. On (B)(6)2024, the patient¿s father randomly woke up overnight to check on the patient. The patient¿s cgm was showing no reading/alert/message. The patient¿s bg meter reading was 30 mg/dl. The patient¿s parent gave him some juice to drink and was able to administer nasal glucagon. Approximately five minutes later, the patient had a seizure for about 2 minutes, and then ¿tics¿ for about 7 minutes. Emergency medical services (ems) was called. Once ems arrived, the patient was transported to the ER. No further medication or treatment was provided to the patient. The patient was discharged once his bg level stabilized, however, it was not specified how long the patient was in the ER. The patient was in good condition at the time of report. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.